Event description:
It was reported that during variax dr operation, the driver ((B)(4)) broke and the tip of the driver remained in the groove of the top of rocking screw when the surgeon inserted the rocking screw. The surgeon inserted the screw with another driver ((B)(4)) after he removed the remained tip of the driver from the groove with pliers.

Manufacturer narrative:
Investigation in process, but not yet complete.